Event description:
This defibrillator was brought into ER and user tried to charge the unit five times, and the result was "error 2" displayed each time. Bio-med determined later that the high voltage cap was blown and leaking oil. Another defibrillator was used, without delay.